Event description:
The customer reported that the system displayed intermittent communication error messages. This error message likely caused the system to lock-up or prevented the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.